Event description:
Complainant reports they believe these infusion pumps are defective. Pump did not function properly. This experience has been ongoing from december 01 to july 02. Complainant has sent the pump away and was given a loaner. It too did not work. It is their belief that the button did not advance. The driver arms are of place, therefore, resulting that the pt is not getting a delivery of insulin. Also, the complainant states that air is backing up in the line from the cartridge to the skin. States that there are many bubbles, which are unexplained.